Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt ((B)(6)) was no longer feeling stimulation. A communication error was received. The physician attempted to communicate with the ipg to no avail. No further info is available at this time.